Event description:
A customer contacted global technical service due to a system error 2240 (air in tubing), and during troubleshooting the patient stated that she had reused the same supplies after the alarm in an attempt to start therapy over. The patient had connected to the reused supplies. The technical services representative then had the patient end therapy so that she could start over with all new supplies, and referred her to her on call nurse for further medical instructions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.